Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the tracheal intubation videoscope had black debris in the endotracheal tube. The issue occurred during a therapeutic pre-surgical bronchoscopy by anesthesiologist, while the device was inside the patient. There was a procedural delay of less than 30 minutes under sedation. The procedure was completed using an olympus back-up device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, g3, h2,h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black debris was a-rubber (bending section cover) adhesive that broke off from the distal end. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.